Manufacturer narrative:
Evaluation of returned device found implant to be out of design specifications. In review of sales and complaint history, there have been no additional complaints of the same nature for this lot. All other units for this lot have been invoiced.

Event description:
It was reported patient underwent a primary total knee arthroplasty on (B)(6) 2013. During the procedure, the surgeon noticed scratches on the tibial bearing and did not implant it. As a result a new implant was opened and used to complete the procedure.